Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his chest and sides. Patient described the rash as red, irritated, itchy and raw. There was no alleged device malfunction contributing to the irritation. Patient reported that his primary care physician prescribed a cream and he also used clotrimazole on his own. Follow up indicated that the cream is helping with the skin irritation.